Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to infusion saline solution was infused and leakage was observed. X-ray confirmed catheter break. The catheter fragment migrated to the heart and was removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
An lhr cannot be performed as no lot number was provided by the complainant. The sample returned for investigation is one 14.9 cm long section of an 8 fr groshong catheter. A visual inspection of the catheter confirms the fracture of the catheter, but no tensile weakness or unique fracture surface features were found. Therefore, the investigation is confirmed for catheter break while the fracture of the catheter was evident, a definitive root cause for the reported or identified issues could not be determined based upon available information. It possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. The complaint frequency analysis concluded that the complaint frequency is not increasing and the threshold has been exceeded. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that prior to infusion saline solution was infused and leakage was observed. X-ray confirmed catheter break. The catheter fragment migrated to the heart and was removed percutaneously. There was no reported patient injury.